Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead replacement, the customer took the pacemaker off the ventricular lead to be tested. Instead of placing it on the sterile tray, the customer put it into the bowl of saline. The customer soon realized his error and after testing the ventricular lead through the analyzer. The pacemaker did not pace when it was hooked up to the leads. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.